Manufacturer narrative:
One flextend tts tracheostomy (trach) tube was returned for analysis. No issues were found upon visual inspection. A leak test was performed; sample leaked at airway junction. Magnification was used to note a small pin hole in the adhesive where the airway inserts into the neck flange. Based on the evidence, the complaint was confirmed. The root cause was found to be from manufacturing as it is thought that a tiny air bubble in the adhesive may have popped due to manipulation or pulling of the airway line.

Manufacturer narrative:
Occupation: clinical resource manager.

Event description:
Information was received that a smiths medical bivona custom tts flextend tracheostomy tube cuff leaked while in use with a picu patient. Subsequently, respiratory was called to the bedside to perform an emergent tracheostomy (trach) change out. No adverse patient effects were reported.